Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose of 510 mg/dl. Cause of event was due to bent cannulas. Type of cannula used was not reported. Customer declined further assistance from tandem technical support and declined to provide additional information regarding the issue.